Manufacturer narrative:
Date sent to the FDA: 06/11/2021. Additional b5 narrative: it was reported that the patient experienced obstruction following surgery.

Manufacturer narrative:
Date sent to the FDA: 06/29/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/3/2020. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent lysis of adhesions and enterolysis on (B)(6) 2019 during which the surgeon noted that there were numerous extensive adhesions to the hernia repair mesh. The ensuing following 4-5 hours, extensive lysis of adhesions and enterolysis, taking bowel off the mesh, tacks and take down of interloop adhesions. It was reported that the patient underwent removal surgery, lysis of adhesions, enterolysis with small bowel resection and incidental appendectomy on (B)(6) 2019 during which the surgeon noted significant re-adhesion with twisting of the bowel up to the abdominal wall and there was significant bowel that was adhered to the abdominal wall and the prior mesh. It was reported that the patient experienced chronic severe pain, significant distension, nausea, diarrhea, inflammation, loss of appetite and weight loss. No additional information was provided.